Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected button error alarms, battery change too slow alerts or battery out limit alarms noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. No moisture damage noted on all electronic assemblies. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error, alarmed battery out limit and sustained moisture damage. The blood glucose reading was 7.5 mmol/l. The caller stated that the user had been sweaty, and the insulin pump had been wet from sweat. She was unable to check the basal rates for accuracy. The caller stated that she was able to clear the button error alarm, but she received another battery out limit message. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.